Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that during surgery, the patient's blood pressure went down drastically immediately after placing cement and patient went into shock state within 2 minutes since starting to place cement. The patient recovered by fibrillation treatment etc. The next day of the surgery, the patient received a blood transfusion.